Manufacturer narrative:
The jetstream catheter was discarded after the procedure, and therefore not returned to pathway medical technologies for evaluation.

Event description:
Initially, a pioneer catheter was used to cross, subintimally, a long chronic total occlusion lesion in the sfa, with re-entry at the proximal popliteal artery. After the lesion was crossed with the pioneer catheter, it was treated with the jetstream g2 device and a non-flow limiting dissection was observed. A low pressure balloon was used to successfully seal the dissection. The jetstream g2 device was not used per the IFU. The IFU states, "verify that the guidewire is in the central lumen of the artery and is not sub-intimal". It is uncertain if the dissection was caused by the jetstream g2 device or the pioneer catheter.